Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found the connector pins broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that the implantable neurostimulator recharger (insr) was not charging. The connection between the battery that plugged into the wall and what was connected to the waist, that little piece had come out and she had tried to put it back in. The metal piece went in but it came back out. It was clarified that the patient was describing the connector pin. This occurred 4 nights prior to the notified date because the patient usually tried to charge when sleeping and woke up in the morning and noticed the metal piece wasn¿t connected and on the floor and she put the metal piece back in and it would charge a little bit. The insr had no charge and she was getting a screen, when she pushed the buttons on the insr, which said to plug in the recharger to charge it up. The anomaly appeared to have occurred through product use. The patient was not getting any relief and symptoms had a gradual onset. The patient¿s diabetic neuropathy pain had returned and she couldn¿t use her legs and arms or hold anything with her hands. The pain gradually started returning on the morning that she noticed the connector broke, and the pain had gotten worse each day. It was noted that she ran completely out of stimulation 2 days ago. She was having a hard time gripping with both hands currently because her ins wasn¿t charged up and the stimulation therapy normally helped relieve that. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.